Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - patient reported that he is experiencing hip pain and difficulty getting out of bed. He has not been revised. The acetabular components were depuy product; the femoral components were competitor product. Doi (B)(6). Update rec'd (B)(6) 2013- ppd and medical records received. This complaint is now legal. Correct doi and dor were provided. After review of the medical records for MDR reportability, the ppd alleged infection and the revision operative note confirmed infection. Only the femoral head and liner were revised. As this complaint is now legal, all implants are now being reported for infection. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. A search of the complaints databases and/or review of device history records was not possible against the unknown product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.